Event description:
According to the reporter, during a robotic anterior segmentectomy with glisson en bloc resection, a power handle with a standard adapter and cartridge was in use when, during needle insertion, an abnormal mechanical noise was noted and the device articulated unintentionally, after which the knife failed to return and the jaws could not open or move forward or backward, resulting in tissue being clamped and unable to be released. Multiple troubleshooting steps were attempted intraoperatively, including restarting the handle, reconnecting components, calibration attempts, use of a manual adapter tool, and replacement of the handle and shell, all without resolution, leading to an extended operative time of approximately three hours, and ultimately the issue was resolved by applying a polymer locking ligation system on the patient side and dissecting the tissue with scissors, while the specimen side was divided using a monopolar instrument, allowing safe release of the tissue and completion of the procedure. The patient outcome was noted as prolonged operative time only, with the cartridge remaining connected to the adapter and planned for cleaning and sterilization, and subsequent evaluation suggesting a clip lodged in the tissue as a contributing factor.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)) sigpshell, sig power sigpshell control shell, (lot # n5e1579y) sigpshell, sig power sigpshell control shell, (lot # n5e1579y) sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot # n5b1544y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.